Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. Transseptal crossing was done with a non bsc device. A thrombus was observed on the sheath while crossing the septum. The thrombus was aspirated and the sheath was removed. The sheath was flushed and the patient was administered additional heparin. The sheath was advanced again to perform the transseptal crossing and they continued with the laa closure procedure. There were no further complications reported and the patient was fine.